Event description:
This lead was implanted on (B)(6) 1992, and remains active at this time. Product experience report on (B)(6) 2013, states that infection was noted on the device. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).